Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited high thresholds. The right ventricular (rv) lead also exhibited high thresholds, though no change in position was noted. The ra and rv leads were repositioned and remain in use. No patient complications have been reported as a result of this event.